Event description:
After a normal cardiac catheterization was performed without complications, the perclose device was inserted in the usual fashion. Upon needle deployment, only one of the usual two needles deployed in the expected fashion. The perclose device itself fractured upon an attempt to remove it, and only one needle and the shaft of the device had to be removed surgically in the operating room.